Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. During implant, the port plug on the header of the ICD failed to be tightened. After multiple attempts, the port plug detached from the header. The ICD was not implanted, and a replacement was implanted on (B)(6) 2026. The patient was stable throughout.